Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not received for analysis; therefore no physical analysis of the product can be performed. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product is not expected to be returned.

Event description:
Clinical trial: uneventful implantation of device with perfect procedural result. Upon removal of device (device were already outside of patient) it was not possible to remove guidewire entirely from device. End of gw was already 10-20 cm within the device. Also an attempted with a clamp was not successful. Gw had to be cut off approx. 10 cm before nosecone. Afterwards gw was removed safely via picktail.